Event description:
Patient experienced swelling, redness, induration, itching and throbbing ten days after injection of bovine collagen. Physician treated with augmentin, cipro and two medrol dose packs orally, as well as a triple injection with antibiotic, antiinflammatory and vitamin b. A dermatologist consultant treated the patient with intralesional steriods.